Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed, and it was noted that there were no abnormalities identified that could have contributed to the reported condition. The reported condition is not clearly observed via the provided photograph and due to the nature of the sample no additional testing could be performed. Therefore, the reported event could not be objectively verified. The cause of the reported condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set was defective. It was further described that there was air in the tubing and a hole was observed. This was identified during an unspecified process step after the set was hung. There was no report of patient injury or medical intervention associated with this event. No additional information is available.